Event description:
Reportedly, during a follow-up performed on (B)(4) 2021, the physician noticed that the numbers of sensed and paced atrial events were not available in the detailed statistics. The device was programmed in aai pacing mode.

Manufacturer narrative:
Preliminary analysis revealed that the reported behavior resulted from an incorrect software management of the programmer software.

Event description:
Reportedly, during a follow-up performed on (B)(6) 2021, the physician noticed that the numbers of sensed and paced atrial events were not available in the detailed statistics. The device was programmed in aai pacing mode.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, during a follow-up performed on (B)(6) 2021, the physician noticed that the numbers of sensed and paced atrial events were not available in the detailed statistics. The device was programmed in aai pacing mode.